Manufacturer narrative:
The pump has been returned to animas for evaluation. The evaluation of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filed.

Event description:
The patient contacted animas alleging that the pump was not responding to pressing of the up arrow button. The patient denied any exposure of the device to water.